Event description:
It was reported that via a cat scan it was observed that the lead had perforated the right ventricular (rv) lead rv. It was also noted that the lead had dislodged. Pericardial cardiocentesis relieved 900ml of blood from the pericardium and the lead repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.